Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 03/03/2022 it was reported by a sales representative via sems that the top jaw of a ar-12990 scorpion was broken off inside the patient. Requested additional information. Additional information 03/08/2022: on 03/08/2022 it was reported by a sales representative via email that the ar-12990 scorpion was being used, the surgeon had passed two suture already and was attempting a third. The surgeon decided the sutures passed we¿re sufficient enough to repair the root avulsion. The surgeon shuttled the sutures down and anchored them completing the meniscal root repair. The top jaw of the knee scorpion broke off when attempting to pass suture through the meniscus. (Attached pictures for reference) the top jaw was retrieved from inside the joint with an arthroscopic grasper and easily removed from the knee.